Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the battery in the stimulator worn out much earlier than it was anticipated for it to wear out. Patient stated that it was 2 years ahead of when it was supposed to wear out. Patient stated that the battery was supposed to last for 5 years. Agent reviewed battery life expectations and that the higher the impedance, the shorter the battery life will be. Patient then mentioned that their previous healthcare provider (hcp) and the manufacturer representative (rep) did not tell them that the battery will deplete if the setting is too high. Now, patient is needing to have an MRI of lumbar/spine, but would need to have the device to be surgically removed. Patient stated that their new hcp offered to remove the device but they would need to contact their cancer doctor first to ask permission. Patient said they are willing to have the device surgically removed but said that they will not pay for the surgery. Patient said that either insurance or [manufacturer] should cover the cost of the procedure. Agent reviewed that the device only has a 1 year warranty and it will not apply in their case. Patient insists that it is the manufacturer's fault because no one told them that the device will deplete faster with their therapy setting, and wanted to get an assurance that [manufacturer] will cover the removal surgery costs if insurance didn't.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back repeating previously reported event details and requested physician listings because they had moved and wished to pursue device removal. Patient services (ps) emailed physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that to clarify bad connection they indicated that post surgery, the manufacturing representative (rep) asked them if they could feel stimulation and they said no. The cause of bad connection could be due to the settings being high causing the battery to expire and how they had a problem with feeling stimulation. The step taken to resolve the issue were none because they were too old to try themselves. It was unknown if the issue was resolved. The surgery for the removal was not yet set.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-sep-26 additional information was received from a patient. The patient called back and reiterated that the ins battery depleted too early and they were upset that they either had to get it entirely removed or replaced so they could get an MRI. The patient stated the manufacturer didn't let people know about how stimulation levels could drain the battery and that the manufacturer representative (rep) at the procedure should have told them about it but they hadn't. The patient stated they just hadn't been happy with the stimulator and their implanting doctor had abruptly retired and so the patient had to see another doctor who advised them they thought the patient had gotten "a bad connection" and told the patient they could go in and fix it and put a new battery in but the patient probably shouldn't have had the implanted system placed in the first place, because they hadn't been having enough bowel accidents to qualify for the therapy. The doctor told the patient about the possibility for getting a ten year battery as well but the patient had since moved. They stated they were just upset to have to be "cut into again just to make your product work" as they were 83 years old. Patient services reviewed battery longevity considerations and potential for getting a rechargeable ins battery or a non rechargeable ins battery for the future or having the implanted system entirely removed in order to get an MRI and directed the patient to follow up with a healthcare provider to make a decision. Patient services sent the patient physician listings at the patient's request. The patient agreed to follow up with a doctor. Patient services wanted to note that the patient was slightly escalated on the call so patient services did their best to assist the patient and document reported information. 2 call recordings. Patient services called patient registration to update the patient's address at call's end.